Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date unknown/ 10+ years ago. Patient complained approximately a year ago of pain in his hip. He had a corail with a asr cup (recalled). At the time patient decided he didnt want a revision, but he want his other hip replaced, his left. Dr. (B)(6) replaced his non-operative hip.(right) after a year has past the patient decided he wanted his hip revised because of the pain. It was discovered that his primary right hip 10+ years ago. No implant records. Surgeon plan was to keep the cup and put in a stryker mdm poly with depuy 28 head. He was advised that this plan was off label and not advised to leave recalled cup. He understood the risk, stated he spoke to the family about the risks. No CT or MRI was ordered. The patient had a large seroma approximately 1000+ ccs. After it was irrigated the capsule was removed, with a discolored look. The femoral head was removed, it was verified as a 53 head, no lot numbers visible. There was some femoral stem wear on the trunnion. It was cleaned using a bovie cleaning pad. A trial of stykers poly with a depuy head was reduced and according to surgeon was considered stable. Again all these components were off label as the doctor was fully aware of. Surgeon stated this technique was used in his fellowship and considered to be an acceptable form of treatment. I urged him to remove the recalled cup and replace it with a better solution. He disagreed. A 55 stryker mdm poly was inserted with a depuy 28 +5 to head. Results will be determined in the future. Again, no catalog numbers or lot numbers available. Multiple conversations between rep and surgeon about using off label use was conveyed. This was the end result. No further info available regarding the implants removed are available. No surgical delay. Doi: 10 years ago, dor: (B)(6) 2021, right hip.